Event description:
Patient financial services was notified that the customer has passed away. The caller was transferred to the appropriate department; however, the caller had disconnected the line before any information could be obtained. The insulin pump information was not verified at the time of the phone call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the deceased.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.